Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd ser plastipak 5ml ll 40x8 al had a molding defect. The following information was provided by the initial reporter: it was reported that the 5 ml syringe, bd brand, which does not inform the customer, there are damages in different parts of the syringe, cap, plunger and luer lock connection, some of these have reached the customer causing a radiation safety problem as the syringe leaks in the application. This is the lot 5120269 of the 5ml syringes bd brand, which has caused the problem, expiration date 30/04/20230and invima 2015dm000 3325r1, the invoice number of purchase # (B)(4). No impact on the patient.

Manufacturer narrative:
A review of the batch history record (DHR) was conducted, along with the verification of quality notifications and maintenance records related to the batch in question. No records, deviations, or evidence potentially associated with the reported failure were identified. Additionally, the provided video was evaluated, and it was possible to confirm the reported incidents of connectivity and molding defects. The technical investigation indicates that this type of occurrence is related to variations in the molding process, such as inadequate process parameters (e.g., temperature, pressure, and cycle time), wear of mold components, or irregular material flow, which may affect proper part formation. However, it is important to note that, in the absence of a physical sample for detailed analysis, it is not possible to conclusively determine the specific root cause of the observed defect, limiting the investigation to the visual evidence provided. Therefore, based on the evaluated information, bd confirms the reported occurrence; however, the root cause identification remains indicative, being associated with potential variations in the molding process. We would like to emphasize that our manufacturing processes are properly controlled and validated, with inspections performed throughout the production stages. The event will be monitored for trending, in order to identify any potential recurrence and ensure the maintenance of quality standards.

Event description:
No additional information provided.